Event description:
It was reported that a patient using a thermal blanket on the upper limbs, in conjunction with the warmtouch heating equipment, suffered a thermal burn on the right arm. The surrounding area turned red, and there were two spots, as if the patient's skin was loose. A scalpel was used, and the area was cleaned with alcoholic chlorhexidine. A consultation with a plastic surgeon diagnosed the injury as a thermal burn. The hospitalization was extended due to this event.

Manufacturer narrative:
D10 concomitant product: 5030870, wt caredrape upper (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.